Event description:
The customer reported a blower fault. The device was not in clinical use at the time the issue was discovered. There was no patient/user harm.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The key market (km) reported that a touch check was performed to resolve the issue. The device was returned to service with no parts replaced.